Event description:
Home pt reported 2 incidents of their minicap falling off. Noted during use. Home pt contacted their healthcare professional and was advised to soak their transfer set in amukin 50% solution and apply a new minicap. Per rn, no pt injury reported.